Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that decrease in r wave sensing and increase in capture threshold were observed. The device was explanted and replaced with competitors device.

Manufacturer narrative:
The reported field event of a sensing anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.